Manufacturer narrative:
The device has not yet been returned to the manufacturer. The lot number was provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that after the lvis jr. Stent had been successfully deployed, the delivery system could not be retracted into the headway 17 microcatheter. The delivery system was eventually removed after several attempts; however, the distal tip of the delivery wire separated from the rest of the delivery system. The detached wire tip was not able to be removed and it remains in the patient. There was no reported intervention and no reported patient injury.

Manufacturer narrative:
The device was returned for analysis. The distal tip was confirmed to be broken. The platinum coil and laser weld ball were no longer present. The presence of the platinum coil located in the lower region of the image provided by the physician shows that it is present and, at one point prior to deployment of the stent, was attached to the pusher. Further testing indicated the presence of corrosion along the body and the tip of the broken pusher wire that was returned. The corrosion was replicated by loading a new lvis jr. Stent onto its pusher after being exposed to electrolyte solution used to etch the pusher warning mark. This sample was stored in its introducer and underwent accelerated aging (38 days at 55°c according to astm f1980) to replicate the 1+ year shelf life experienced by the returned sample. Once aged, an attempt was made to track and deploy the stent out of its introducer. When the stent was approximate 25% deployed, the pusher broke into 3 segments. Test performed on 2 of the 3 fragments from the replicated sample confirmed the presence of corrosion. Based on the investigation and provided information, the specific root cause of this complaint was corrosion, which was likely caused by the stent and/or pusher being exposed to electrolyte solution during manufacturing.